Event description:
Report received from USA, stating that the device burr would not insert. It is known that the event occurred during surgery. It is known that there was no pt or user injury, surgical delay or medical intervention reported related to this occurrence the date of the event is unknown. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).